Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the left ventricular lead was bent and failed to advance into the catheter. The lead was replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.